Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information and additional information supplied by the manufacturer and the customer. Please refer to the following sections for the new information: b3, d8, e3, h3, h6. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. It may cause the camera cable to break. Do not strike or drop the device. Do not drop or bump the device. Water leakage may cause damage to the internal circuitry of the device. The most probable cause of the complaint is could not be established. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head had air leakage from the boot of the connector side. There was no report of patient harm associated with the event.

Event description:
It was reported that the camera head had air leakage from the boot of the connector side. There was no report of patient harm associated with the event.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.